Event description:
The user noticed ise results were low for one sample, so she performed troubleshooting and ran qc. The qc results were within range, so they ran three additional samples. The results still looked questionable and the user repeated the four samples on the other integra 800 at the site. Of the data provided, the sodium and potassium results for all four samples were discrepant. All results are in mmol/l. Sample 1 initial sodium result was 98, repeat result was 132. Initial potassium result was 3.7, repeat result was 5.0. Sample 2 initial sodium result was 102, repeat result was 138. Initial potassium result was 2.6, repeat result was 3.7. Sample 3 initial sodium result was 97, repeat result was 141. Initial potassium result was 2.5, repeat result was 4.4. Sample 4 initial sodium result was 80, repeat result was 142. Initial potassium result was 2.0, repeat result was 4.1. No erroneous results were reported outside of the laboratory. The lot numbers of the sodium and potassium electrodes were not provided. The field service representative determined there was ise waste line pressure buildup from the waste container not being completely inserted. He reinserted the waste container which relieved the pressure in the waste lines, verified the ise module mix and dry and calibrated. To verify analyzer operation, he ran qc with results within the lab's specification and performed precision testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.